Event description:
Through review of medical article " perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age" , the following events were identified as pertaining to edwards devices: 4 patients with a valve model 3300tfx implanted in the aortic position underwent surgical reoperation due to structural valve degeneration after an implant duration of three years. As reported, all of these patients were under 50 years old.

Manufacturer narrative:
This is one of eleven manufacturer reports (31897, 31984 and 31985) being submitted for this article. H10: additional manufacturer narrative: the date of the event is unknown. Therefore, the day when the article was received for publication ((B)(6) 2023) was used as the date of event. No information about devices current status was provided neither in the literature article nor through follow-up. Article citation: (B)(6); (B)(6); (B)(6); (B)(6); (B)(6); (B)(6); onorati, f. Perimount magna ease vs. Inspiris resilia valve: a ps-matched analysis of the hemodynamic performances in patients below 70 years of age. J. Clin. Med. 2023, 12, 2077. Https:// doi.org/10.3390/jcm12052077 the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Despite due diligent attempts to receive further information regarding this event, no additional information was received. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.